Manufacturer narrative:
The customer's glidescope go 2 monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device but was unable to confirm the reported issue. When connected to verathon's test equipment, no intermittent loss of power or monitor rebooting was observed. The monitor passed verathon's device functionality testing and confirmed to be within specification. Upon completion of verathon's device evaluation, the customer was notified of verathon's findings. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that when using the glidescope go 2 monitor for intubating a patient, the device rebooted mid-intubation. It was reported that the reboot was very quick, lasting 1-2 seconds. No delay in procedure, use of a backup device, or harm to the patient was reported.